Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was in the hospital due to an unrelated procedure, the patient received high voltage therapy. Upon review, the right atrial lead exhibited undersensing. Programming changes were performed. The implantable cardioverter defibrillator exhibited intermittent right ventricular oversensing with atrial loss of sensing which resulted in inappropriate diagnosis and the delivery of anti-tachycardia therapy (atp). The atp accelerated the patient's rhythm to ventricular tachycardia/ventricular fibrillation.